Event description:
Patient called alleging that meter has no power. Patient had replaced the batteries but issue was not resolved. Patient did not experience any symptoms. Patient contacted md for advise. Patient was treated; however, no information on what type of treatment patient had received. Customer service was unable to resolve the issue and sent patient a new meter.